Manufacturer narrative:
Ppae (thrombocytopenia / ischemia) : the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 78-year-old male patient with a past medical history of a prior coronary artery bypass graft (CABG), coronary artery disease (cad), diabetes, and dialysis, presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass surgery (CABG). During the procedure, there was distal limb ischemia. It was noted that the patient was on multiple vasopressors. There was suspicion for heparin induced thrombocytopenia (hit). The left leg that had the previous intra-aortic balloon pump (iabp) was ischemic. The right leg with the impella is also ischemic. Absent distal pulses bilaterally to upper and lower extremities. The following day after impella insertion, the family withdrew care, initiated comfort measures, and the patient expired shortly after. The impella functioned at p-6 at 2.9l/min as intended. Limb ischemia can be influenced by patient-specific factors such as peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, vasopressor support, and vascular access characteristics. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in post-cardiotomy cardiogenic shock and low cardiac output syndrome, complicated by stage e shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.